Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the x ray was not possible. Troubleshooting actions showed a problem with the ippc image disk. The fse recreated the image drive and returned the system to use in good working order.

Event description:
It has been reported to philips that x ray was not working. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the x ray was not possible. Troubleshooting actions showed a problem with the ippc image disk. The fse recreated the image drive and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.